Event description:
The customer reported going to their doctor for assistance with removal of a flex reusable disc. They states that the doctor said there was no way to remove it without medical intervention. Flex made three attempts to contact the customer for additional information. Customer did not respond. The submission of this report is not an admission by the company that the use of the device in question cause or contributed to the customer event.